Event description:
Pt came to surgery for pacemaker generator change but lead (ventricular) was capped and left in placed and inserted another ventricular lead due to high thresholds. Implanted ventricular lead 5092-52.